Manufacturer narrative:
The device has been explanted and has been returned, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that approx 15 days prior to 2008, the pt came to the clinic of sondrio, because the demodulator of her implant had completely extruded. An ent doctor cut the connection cable between the demodulator and the fmt and explanted the demodulator and the magnet. An infection was present at the open incision, which was cleaned and then the wound was closed with sutures. On the event date, the connection cable and the fmt were explanted in the clinic of tortona. The same day the pt was re-implanted. Before the explantation, the device and the ap were working well.